Manufacturer narrative:
The local representative was notified on february 13, 2017 by a health care professional (hcp) that this patient had died on (B)(6) 2017. According to the hcp, the patient's latitude monitoring system was reviewed and no issues were identified. A family member mentioned that throughout the night of (B)(6), the patient's blood sugars were checked because of low measurements. Because the patient's blood sugars continued to be low, glucagon was given. Blood sugars were not checked after glucagon was given. The family member contacted the paramedics. The paramedics informed the family member that from the EKG, there was pacing output but the patient had no pulse. The patient's family did not have an autopsy done.

Event description:
Boston scientific received information from the local representative that this patient had been scheduled for a pocket revision on (B)(6) 2017 due to pocket erosion. The patient was presented to the electrophysiology (ep) laboratory. Due to scar tissue and oozing of the pocket, the procedure required an extended period of time to complete. There were no patient adverse event and the system remained in-service. On (B)(6) 2017, the patient was scheduled for a device and lead extraction due to infection/sepsis and erosion. This surgical procedure was scheduled in the hospital's operating room. The local representative had contacted boston scientific's technical services on the day of system explant to report that the patient was pacemaker dependent and the physician planned to place a permanent pacing lead for bradycardia on the opposite side. Additionally, the physician was planning to use the chronic left ventricular (lv) lead for bradycardia pacing support until the system was extracted and the permanent system placed on the opposite side. Before the procedure, the local representative was informed by the physician that the patient was seen by a hospitalist between the revision and explant procedure. The hospitalist may have disrupted the incision possibly leading to the erosion and infection. The chronic system was explanted and a replacement system was implanted on the patient's opposite side. The physician did have difficulty removing the fineline lead. The lead was destroyed or came apart due to the extraction tool cutting through it. The patient spent a couple of days in the hospital without incident. The patient was discharged from the hospital on (B)(6) 2017.